Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen via an implanted pump. The indication for use was intractable spasticity. It was reported the patient's pump had a motor stall on (B)(6) 2019 and the pump was replaced. The caller wanted to send the pump back to mdt for analysis. The reasons for motor stalls were discussed and a explant mailer kit was sent to the caller. There were no symptoms noted.